Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was lifted, dark and the connector was contaminated. The cause of the inability to activate the monitor is the contaminated connector. Additionally, multiple components on the pcs and defibrillator board were also contaminated. Monitor will be removed from service. The root cause of the contaminated connector is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.